Manufacturer narrative:
The previously reported patient code (B)(4) no longer applies to this event.

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep) via (B)(4). Additional attempts were made to assess the relatedness of the investigational drug and dysphagia and other adverse events reported such as constipation that occurred the same day. It was assessed the dysphagia was unrelated to the investigational drug. Additional clinical information was reported that was related to the event. The patient received a refill of baclofen on (B)(6) 2016. There were no abnormalities found during change.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-02-29, information was received from a foreign healthcare professional (hcp) via (B)(4) regarding a patient who was receiving gabalon 0.2% at a dose of 600 mcg/day via an implantable pump for ossification of posterior-longitudinal ligament (in 2003). The patient¿s medical history included hypertonia (high blood pressure) with an unknown onset date and therapy included micamlo ap was administered, insomnia with an unknown onset day and therapy included depas and benzalin were administered, and chronic obstructive pulmonary disease (copd) with an onset of 2014 (exact date unknown) and therapy included singulair, adoair aspiration and mucodyne were administered. The patient¿s concomitant medications included norspan tape (10 mg, 1 sheet/week), meloxicam (10 mg, 1 tablet po), micamlo pa (1 table po), lyrica (0.5 mg, 1 tablet po), tramcet (1 tablet per day/afternoon). On (B)(6) 2016, a volume discrepancy was noted during the refill process. The pump was previously filled with 20.2 ml. At the refill, the actual reservoir volume (arv) was 5.1 ml and the estimated reservoir volume (erv) was 5.3 ml. There were no reported symptoms associated with the event. On 2016-04-22, additional information was received from a foreign healthcare professional (hcp). It was reported the patient experienced vomiting, constipation, pneumonia aspiration, acute kidney injury, sepsis and dysphagia. All the symptoms except dysphagia were classified as unrelated to the event per the reporter. It was stated, "before itb therapy was initiated, there was no dysphagia. Prior to the onset of vomiting, constipation, pneumonia aspiration, acute kidney injury and sepsis, dysphagia was not evident. After the symptoms resolved, pharyngeal fluid retention was noted. Thus, when vomiting, constipation, pneumonia aspiration, acute kidney injury and sepsis developed, dysphagia was thought to have existed. Regarding the patient's oral intake status, the patient was able to take food orally before itb therapy was initiated. When vomiting, constipation, pneumonia aspiration, acute kidney injury and sepsis developed, dysphagia was thought to have existed." Additional information was received from a foreign healthcare professional(hcp). After recovery from the symptoms, the patient experienced fluid accumulation in the pharynx, suggesting existence of swallowing difficulty. The patient was not bedridden prior to the itb therapy nor at the onset of the adverse event. The onset of the dysphagia was (B)(6) 2016 and was serious requiring hospitalization. The patient was recovering as of (B)(6) 2016. The event was related to the investigational drug and not related to the pump, catheter, programmer or procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.